Event description:
A malfunction was reported on the pump, but no notable events occurred before this issue. There was no reported adverse impact to the customer¿s blood glucose level. Technical support provided the customer with information to reset the pump, assisted with the reset, and confirmed that the malfunction did not recur. The customer was advised to continue using the pump and to report any further malfunctions.